Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that issues were found with the device. A cracked overlay/front cover, chipped/dented housing and the device was out of tolerance. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: d4 UDI (B)(4). Device evaluation: one device received for investigation. After visual inspection it was found front panel was cracked. Functional test performed. The customer reported problem was confirmed with visual inspection and the functional test showed peep is out of spec. The most probable cause is impact on device. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.